Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a defoa battery failed issue. The customer reported there was no patient involvement.

Manufacturer narrative:
During further investigation, a visual inspection of the li-ion battery assembly revealed no signs of damage or contamination. The battery was installed in an fi test ventilator. The ventilator started up and delivered breaths without errors occurring. However, when switched from ac to battery operation the ventilator immediately stopped operating and alarmed. The ventilator was started up in diagnostic mode. Battery voltage was 16.2 v while the battery current was 0.0 a. The battery flash parameters were read and compared to a readout of the fi battery. No fuses were blown and no other potential problem could be identified from the parameters. The recorded maximum average lifetime discharge current and power were zero. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the customer returned battery showed normal output voltage but would not supply enough current to run the fi ventilator. A readout of the battery flash parameters did not reveal a cause of the problem. The battery was returned to the manufacturer for further analysis.

Manufacturer narrative:
Increased leakage current of fet q6 on the battery pack pcba caused draining the battery. Q6 showed discoloration by heat but the current was not high enough to activate fuse f1.